Event description:
It was reported that 100 bd ultra-fine¿ ii short needle insulin syringes experienced missing label information. The following information was provided by the initial reporter: no lot# printed on the box.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. The customer returned several images of the 30g x8mm bd insulin syringe shelf carton from lot# 2019072. The customer reported no lot number printed on the box. The images were examined, and it was observed that the printed lot number, manufacturing date, and expiration date were missing from the back of the shelf carton. A review of the device history record was completed for batch# 2019072. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure of label information missing based on the photos received.

Event description:
It was reported that 100 bd ultra-fine¿ ii short needle insulin syringes experienced missing label information. The following information was provided by the initial reporter: no lot# printed on the box.